Manufacturer narrative:
Per -3065 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient following revision, any comments from the surgeon regarding the primary and / or revision procedure relating to possible causes of the stem loosening was requested in order to progress with the investigation of this event, however, not could be provided and the explanted device could not be returned for examination and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. X-rays provided show that there has been a femoral fracture post-op, however, furtehr information on how and when it occurred has not been provided. Based on the available information, no further investigation can be conducted and the root cause of the stem loosening could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix revision after 9 days due to stem loosening.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, an update on the patient following the revision and size of the stem that was implanted during the revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been reported that the explanted stem is not available to return for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an as mission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix revision after 9 days due to stem loosening.